Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model and serial numbers unknown; thermocool smart touch bidirectional catheter, model # d-1327-05-s, lot # 17654324m; soundstar catheter, model and serial numbers unknown. Full UDI # information unavailable since the lot number is unknown. (B)(4). Biosense webster report numbers 9673241-2017-01106 / 9673241-2017-01069 are related to the same incident.

Event description:
It was reported that a patient of advanced age underwent an ablation procedure for ventricular tachycardia with a webster 4 pole catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, specifically during placement and manipulation of electrophysiology catheters, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter and confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. Patient factors cited that may have contributed to the adverse event include the patient¿s advanced age. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the physician believes that the injury occurred secondary to manipulation of the webster quadripolar electrophysiology catheter in the right ventricle. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as the physician believes that the injury occurred secondary to manipulation of the webster quadripolar electrophysiology catheter in the right ventricle. Power was not titrated. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. This event was previously reported under the thermocool smart touch bidirectional ablation catheter used during the procedure on report #9673241-2017-01069. However, further information received on 9/15/2017 indicated that the quadrapolar catheter believed by the physician to be the cause of the injury was a bwi product. As a result, bwi has chosen to report this webster quadrapolar catheter as well.